Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed using kitted swab with nasal sample on various dates. This MFR. Report addresses result two (2) or three (3) and lot number 225209 (quantity 2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a positive result. Additionally, testing with ID now covid-19 assay was performed on (B)(6) 2023. Generated a positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 225209 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 225209 and device part number 195-430h / lot 220866. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 225209 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. B5: updated binaxnow covid-19 antigen self-test performed date to (B)(6) 2023. H3 other text : device discarded; single-use device.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed using kitted swab with nasal sample on various dates. This MFR. Report addresses result two (2) or three (3) and lot number 225209 (quantity 2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a positive result. Additionally, testing with ID now covid-19 assay was performed on (B)(6) 2023 generated a positive results. No additional patient information, including treatment and outcome, was provided.